Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: packaging problem.

Event description:
Healthcare professional reported via company representative "the "peel off of package to get to the sterile part was implant was "discolored like it had water damage." Device was not implanted and surgery was performed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0205 - packaging problem. Device evaluation: no observations are performed for the complaint as the event is insufficient information. Additional observations: observed a yellow discoloration of inner lid. Ncr 616861 was opened to analyze this event. No other observations observed on the device or device packaging. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported via company representative "the "peel off of package to get to the sterile part was implant was "discolored like it had water damage." Device was not implanted and surgery was performed with a backup device.